Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-00344, 2015691-2017-00347, 2015691-2017-00346. Reference: bjursten, henrik, et al. "The safety of introducing a new generation tavr device: one departments experience from introducing a second generation repositionable tavr." Bmc cardiovascular disorders 17.1 (2017): 25.

Manufacturer narrative:
This report represents the reported annular rupture. Additional details regarding this event is not available, including patient and procedural factors that may have contributed to this event. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there is insufficient information to determine the cause of the reported annular rupture. The physician declined edwards request for additional information for this article. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A medical journal published a swedish single-center retrospective study of all transfemoral tavr performed from 1st of january 2012 to 31st of december 2014 were compared for short-term outcome according to varc-2 definitions and 1-year survival. The aim of this study was to evaluate whether changing from a first-generation valve to a second-generation valve could be performed safely without affecting outcome for the patients. A total of 100 patients were included in this study, where 47 received the edwards sapien valve (40 sapien xt and 7 sapien 3 valves). The following events occurred in the sapien group during the study period: 3 permanent pacemaker (ppm) implantation, 5 life-threatening bleeding, 3 major vascular complications, and 1 annular rupture. The patient that suffered the aortic annular rupture was converted to open heart surgery but could not be saved. The author declined to provide additional information.